Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported malfunction could not be reproduced after rebooting the device. The cable was reconnected and rebooted the machine to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system frequently has multiple drawer failures that occur during active procedures. The customer added that users were able to remove the required medication from another machine. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a bd pyxis medstation es system experienced multiple drawers failed during active procedures. Customer stated that the users were able to remove the required medication from another unit. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (b)(5) was performed from 03-may-2022 to 02- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers failed. The field service engineer reconnected the row board cable and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.